Event description:
Additional information received. A secondary procedure was performed to resolve the common iliac aneurysm expansion.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 83mm fusiform abdominal aortic aneurysm. Vessel morphology was reported as the proximal neck diameter is 21mm-25mm. The length of the aortic proximal neck is 25mm. Neck of the right iliac artery is 17mm. Neck of the left iliac artery is 16mm. Right and left iliac tortuosity is noted as moderate. During the index procedure no technical observations were noted and no adverse events were noted through discharge. During the one month follow up a CT with contrast identified a type ii endoleak (lumbar artery). No actions were taken. During the four year follow up, a CT with contrast identified a possible unknown endoleak. No actions were taken. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Event description:
Additional information was received. It was revealed that there was no unknown endoleak seen on the follow up CT scan; instead, the crf stated that it was unknown if there was evidence of endoleak from the CT scan. Additional information clarified that the endurant 16x28x95 right limb stent graft was affected by the common iliac artery expansion. Per the physician, the cause of the common iliac aneurysm expansion was due to natural progress of the common iliac aneurysm. The original stent graft was intentionally implanted in the common iliac artery, and was not extended down to the external iliac artery. The patient recovered.

Manufacturer narrative:
(B)(4).